Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
This report is to advise of skiving found in the sheath during analysis. During the laao (left atrial appendage occlusion) procedure, when using the brk needle and fast-cath introducer for the transseptal puncture, it was noted that the brk needle could not pass through introducer after multiple attempts. The stylet was used, and the needle was not reshaped. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture site was required.